Event description:
Kimberly-clark's insurance notified "ra" of a written complaint which alleged that on 01/22/1998, the staff of the hosp placed the cathetr leg strap on the pt after surgery. Although the pt complained that the strap was too tight and pt's leg was tingling and discolored, the staff left the strap on pt's leg for 2 days. The result was amputation of the pt's leg. The pt has filed a lawsuit against the hosp, the staff and kimberly-clark.